Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was mildly calcified, moderately tortuous and 90% stenosed. The nc trek balloon was used to pre-dilate the lesion but ruptured during the first inflation at 12 atmospheres for 10 seconds. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.